Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A photo and lot number have been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the distributor, the count sheet for the bulk surgical patties was found between the patties. There were no reports of delay or patient harm. The product will not be returned.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records was performed and found no issues. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.